Event description:
It has been reported to philips that system x-ray was not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-rays. A review of system log file found that the issue with x ray tube. Upon functional testing fse found that the x-rays tube was defective. Fse suggested replacing the x-rays tube. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.